Manufacturer narrative:
A4 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was placed femorally to support the 62 year old male who had been admitted in with acute myocardial infarction and cardiogenic shock with known renal insufficiency. Any other cardiac and or systemic comorbidities are not known. The pump was supporting when on day 2 the console was alerting for "in ventricle" which was pump mal-positioning. The urine had started to show signs of hematuria as the urine color had changed to pink. The pump was repositioned and hemolysis concerns cleared, however the team made choice to remove the pump due to concerns of hemolysis on day 2. No other intervention was done for the hemolysis signs. Hemolysis is a known risk associated with impella support as described in the instructions for use.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the cause of the hemolysis was most likely use related as repositioning of the pump resolved the hemolysis per clinical details. Device history lot: device lot: 2019025. Device history batch: subcomponent lot: n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.